Event description:
The customer reported that the guide wire showed resistance at the time of removal, releasing the blue connector.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Since the sample was not provided for evaluation, the reported issue could not be confirmed, and the root cause and corrective actions could not be identified. This complaint will be closed with no further action. If sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.